Event description:
Healthcare professional reported that after closing, the pt's pressure dropped from 80mmhg to 30mmhg. There was no cardiac output. Echo was repeated which look ok and pressures returned. Following echo, same symptoms occurred. Surgeon felt the disc was intermittently sticking in the closed position. Healthcare professional reopened and replaced the valve.